Manufacturer narrative:
(B)(4). 16-jun-2019 should be corrected to (B)(6) 2019 in initial medwatch report.device code 1494: off-label use (under 21yrs of age at date of implant) should have been included in initial medwatch report. Device evaluation: lens was returned dry inside a micro-centrifuge vial. Visual inspection found the lens haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Previous MDR is not applicable for this claim. The MFR report number was input incorrectly. The previous MDR was supposed to be submitted for claim# (B)(4) but was accidentally submitted for claim# (B)(4). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that lens a 13.2mm, vticmo13.2, -15.00/+1.00/114 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.